Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed, as unidentified (tear) opening (shell thickness within specification). Seroma-late: unable to observe, since it is not related to the device. Lymphadenopathy: unable to observe, since it is not related to the device. Seroma-late: unable, to observe, since it is not related to the device. Additional observations: crease is observed. Yellow particles were observed, on the shell. Red particles were observed, on the gel. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting, right implant rupture. Diagnosed by MRI. Healthcare professional, later reported, seroma-late. Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reporting right implant rupture and seroma. Device has been explanted.

Manufacturer narrative:
Continued health effect - impact code 1: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Physician reporting right implant rupture diagnosed by MRI. Healthcare professional later reported seroma-late. Device has been explanted.